Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and stroke/paralysis.

Event description:
The spouse stated that the call to insulet on 10 march 2026 was made on behalf of the patient because the patient has been hospitalized since (B)(6) 2026, after experiencing a stroke. The spouse stated that the patient had been wearing a pod at the time medical attention was sought. The spouse reported that the medical event was not related to the pod. The spouse explained that during the initial medical evaluation, medical professionals observed that the patient¿s glucose levels were trending low due to insulin delivery; however, medical professionals did not provide specific glucose readings to the spouse. The spouse emphasized that the glucose-related observation was not the reason medical attention was sought. Medical professionals removed the pod during that evaluation, and the patient has not used a pod since (B)(6) 2026 because hospital staff are not trained to manage it. The spouse stated that transportation to the hospital was provided by helicopter and that the patient was admitted and still remains hospitalized. The spouse stated that the patient¿s presenting complaint was stroke symptoms, although the spouse was unable to specify which symptoms were observed. The spouse reported that the patient was diagnosed with a stroke, resulting in loss of mobility on one side of the patient¿s body. Medical professionals provided multiple examinations, CT scans, and initiated a rehabilitation program. Blood glucose results were documented as unavailable because no information was provided to the spouse at the time of the event.